Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, cardiac tamponade was reported. A pericardial drainage was required. Per the physician, the tamponade was caused by puncture site bleeding. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.